Event description:
Sales consultant reported a coupling screw and helical blade inserter broken during surgery. The surgeon was performing a trochanteric fixation nail system procedure and when he inserted the helical blade into the neck and head of the femur, the striking end of the coupling screw broke off and hit the floor. The helical blade was not fully inserted and the surgeon eventually inserted the helical blade and the inserter broke in the process. The sales consultant stated that all devices were used properly. This complaint is on the helical blade coupling screw. This is 2 of 2 reports for complaint (B)(4)..

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.